Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor contained particulate matter inside of its reservoir. This was noticed during filling with an unspecified solution. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 10, 2014 to june 12, 2014. Evaluation summary: visual inspection of the returned device noted a white particle, 0.78 mm in length, floating in the fluid within the bladder. Fourier transform infrared spectroscopy scanning determined the particle to be polyester material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause or origin of the particle was unable to be determined. A CAPA has been opened to further investigate this condition. Should additional relevant information become available, a supplemental report will be submitted.